Manufacturer narrative:
The customer¿s report of a programming/rate delivery issue was confirmed. The pcu log shows pump module s/n 14024634 received a remote IV request for epoprostenol-rheum 500mcg in 100ml (drugid 278) at a rate of 0.31ml/hr.at 3:14 pm on 16 april 2019. At 3:46 pm, 3:48 pm and 3:49 pm the user changed the rate to 0.6ml/hr. At 3:57 pm, the user changed the dose to 0.99nanongram/kg/min, which changed the rate 0.62ml/hr. At 4:03 pm, the user paused the infusion and then restarted at 4:04 pm. At 4:05 pm, the user channeled the device off and the system was shutdown and powered off. Functional testing performed found the pump module to be delivering fluid within specification. Based on the log review, it appears the user confused the values for dose and rate. The root cause was identified as due to user programming.

Event description:
It was reported that flolan (100ml) was initiated at 1514 programmed at a rate of 0.5 ng/kg/min and increase rate every 30 minutes by 0.5 ng/kg/min until max dose of 2 ng/kg/min. The user noticed that the module was at a rate of .5 however the pcu read .62. The user switched out the module and the module read .62 as the accurate dose. There was no report of a under/over infusion or harm to the patient.

Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
It was reported that flolan (100ml) was initiated at 1514 programmed at a rate of 0.5 ng/kg/min and increase rate every 30 minutes by 0.5 ng/kg/min until max dose of 2 ng/kg/min. The user noticed that the module was at a rate of .5 however the pcu read .62. The user switched out the module and the module read .62 as the accurate dose. There was no report of a under/over infusion or harm to the patient.